Event description:
It was reported that device detachment occurred resulting to additional surgery. The target lesion was located in the moderate to severe calcified artery. A 1.25mm rotapro and rotawire were selected for use. During the procedure, the tip of the wire had separated from the body of the wire and was stuck in the coronary artery. Tried to cross lesion with wire and balloon to see if they could remove segment with perhaps filterwire ez, also discussed stenting wire segment against vessel wall, but they could not cross the lesion. The patient was rushed to emergency surgery to remove the rotawire segment.

Manufacturer narrative:
H6 - impact codes: corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device malfunction resulted in an additional surgery. The target in-stent restenosis was located in the moderately to severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During ablation, the burr and guidewire became stuck in the lesion. It was noted that stent fragments were wrapped around the burr. The tip of the guidewire also detached and remained within the artery. The physician then tried to cross the lesion with an additional guidewire and balloon with the intent to remove the rotawire fragment with a filterwire ez or secure the fragment to the vessel wall with a stent; however, the lesion could not be crossed. The patient was rushed to emergency surgery to remove the detached rotawire segment.